Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0welq , implanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported an infection at the implantable neurostimulator (ins) and lead. It was noted the infection was confirmed. The patient noted the infection to be sudden in onset. The patient noted it was 3 weeks of hell where they had to do wound care by putting in gauze and removing it the next day and replacing it. The patient stated the system was explanted 2 to 2 and half weeks after implant. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.